Event description:
Health professional reported allegedly a lap-band system was explanted without replacement due to a band slippage. The event was first noticed "when the band slip was discovered during the annual upper gastrointestinal (gi) that showed "an abnormal position of the lap-band which had migrated distally." Two follow up "upper gastrointestinal (gi)'s confirmed the slip [which] showed the band continued to be in a migrated position at the junction of the body of the antrum of the stomach." The physician removed "all the fluid" from the band "in hopes the band would reposition itself in the correct position." Health professional also reported "the pt denied feeling restriction and denied foods getting stuck or [nausea and vomiting] n/v before the fluid was removed." During explant surgery, the physician "conferred over the possibility of revising the band; however, secondary to the excessive amount of scar formation, it was felt it would be safer to remove the band."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage and scar tissue are surgical/physiological complications and analysis of the device generally does not assist allergan in determining the probable cause for these events. Device labeling addresses the reported event of band slippage (and obstruction or pain) as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may required band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."